Event description:
It was reported that the customer's pump battery was depleting too quickly, leading to a pump shutdown. Customer¿s blood glucose level was not impacted. The customer was educated by technical support on how the pump resets with each shutdown, and they were able to resume insulin delivery. Technical support confirmed the issue persisted and decided to replace the pump. The customer was informed about the replacement and advised to use multiple daily injections as a backup therapy. They were also given instructions for returning the defective pump.